Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and found the display working but modes of the unit were not working. The software was reloaded to resolve this issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that there was no display. There was no report of patient involvement.